Event description:
It was reported that cardizem (100ml bag) was programmed to infuse over 8 hours at a rate of 15ml/hr. With volume to be infused of 80ml. However, it was noted 100ml was infused in 15 minutes. The infusion was reportedly programmed using interoperability/scanning. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, "rn (registered nurse) changed out a bag of cardizem and programmed pump to run at a rate of 15/ml per hour. The new 100ml bag was hung at 1305 and rn heard a beeping from the room at 1329. Rn went to room to check on the IV pump and found that the whole bag had been infused. Rn double checked the scanning process and programming. Per pump, there was still 77ml to be infused to patient and yet the bag was empty. Md, charge rn, and nurse manager notified immediately. The patient remained asymptomatic as of time of report. Patient vital signs were monitored q 5 minutes and telemetry made aware to notify staff on floor immediately of any change in rhythm. Patient remained in controlled afib at a rate of 86 bpm at time of report."

Manufacturer narrative:
Bd technical support troubleshooting with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that cardizem (100ml bag) was programmed to infuse over 8 hours at a rate of 15ml/hr. With volume to be infused of 80ml. However, it was noted 100ml was infused in 15 minutes. The infusion was reportedly programmed using interoperability/scanning. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, "rn (registered nurse) changed out a bag of cardizem and programmed pump to run at a rate of 15/ml per hour. The new 100ml bag was hung at 1305 and rn heard a beeping from the room at 1329. Rn went to room to check on the IV pump and found that the whole bag had been infused. Rn double checked the scanning process and programming. Per pump, there was still 77ml to be infused to patient and yet the bag was empty. Md, charge rn, and nurse manager notified immediately. The patient remained asymptomatic as of time of report. Patient vital signs were monitored q 5 minutes and telemetry made aware to notify staff on floor immediately of any change in rhythm. Patient remained in controlled afib at a rate of 86 bpm at time of report."